Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer as reflected in b5.

Event description:
Additional information was received from the customer indicating that a balloon was not used in the procedure. The customer noted that aspiration was probably performed during removal from the esophagus and that the speed of the endoscope during removal from the esophagus was approximately 8 cm/s. Negative pressure from the hospital's central system, approximately -40000 - (-30000) pa was used for suction. The customer confirmed an ultrasound image was obtained in the esophagus. It was not clear if the longitudinal tears in the esophagus were arranged in a straight line or not.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial report and to provide additional information received from the customer. Due to a translation error and upon further clarification, there was no tear in the stomach, only in the mucosa of the esophagus. Updated fields: b5, b6, b7.

Event description:
It was reported that the autopsy revealed two longitudinal tears in the mucosa of the esophagus, each 5 cm long. Upon further follow up by olympus, additional information was received from the customer indicating that the aspiration needle was removed from the endoscope instrument channel before disconnecting the endoscope from the patient. The customer confirmed that endoscopic images were observed while disconnecting the endoscope from the patient but noted that a full endoscopic assessment with oblique optics is difficult. Reportedly, the complication was not directly related to the use of a specific manufacturer's endoscope as they are essentially similar in design, and the complication could have occurred with the use of another endoscope as well. The customer indicated that the source of bleeding appears to have been mucosal tears in the esophagus supra-cardially and in the upper esophagus. The autopsy did not describe any other possible source of bleeding, and the blood found in the stomach, duodenum, and initial part of the small intestine most likely flowed from the esophagus. Additionally, during the endoscopic ultrasound (eus) with biopsy, there were no signs of complications noted after the endoscopic retrograde cholangiopancreatography (ercp) procedure performed the day before. According to the customer, it cannot be completely ruled out that nausea and gagging, rather than mechanical damage caused by the endoscope, were the initial cause of the mucosal tears in the esophagus. It was noted that the upper abdominal pain and nausea after the procedure may have been caused by the pancreatic tumor, the approximately 30-minute endoscopic examination with pancreatic tumor biopsy, carbon dioxide insufflation into the stomach and duodenum, and anesthesia. The customer further stated that a tear limited to the mucosa and submucosa, without perforation, does not necessarily cause pain and nausea. The customer reported that before the biopsy, the pancreas was assessed via gastric and duodenal access and that the eus examination was not intended to provide an accurate topographical and anatomical assessment (a CT scan had been performed previously), but mainly to determine the optimal site for tumor biopsy and to perform the biopsy. The customer indicated that during the examination through the stomach, excessive gas accumulation in the stomach may have occurred and that it was possibly due to insufflation with more air than usual. The customer indicated that the aspiration needle did not slip out of the distal end of the endoscope when inserting the aspiration needle into the endoscopic channel. Further, the endoscope was not inserted or removed into or from the patient with the forceps elevator raised. The elevator was retracted when inserting and removing the endoscope and raised when correcting the angle of the biopsy needle. Additionally, there were no problems observed with the endoscopic image and/or ultrasound image during the procedure. Additional information was later received by the customer indicating that they did not know what factors could have contributed to the tear. The customer opined that features specific to ultrasound endoscopes could have caused the incident such as the design of the distal part of the endoscope, the elevator, the long hard tip of the endoscope, the larger diameter of the endoscope, and the oblique optics. The customer referred to both the ultrasound probe and elevator as the parts of the design of the distal end of the endoscope that may have caused the tear. The customer also stated that insertion or withdrawal maneuvers using a downward angle to visualize the area in front of the insertion axis using the optical view of the eus endoscope was not performed. The customer thinks that a similar incident could have occurred with a standard upper gastrointestinal endoscope but in their opinion, it was less likely. The customer noted that during gastroscopy, mucosal damage caused by the gag reflex or damage caused by the passage of the endoscope sometimes occurs, but these are usually superficial injuries. A gastroscope has a more delicate distal end, is thinner, more flexible, and has forward-looking optics and seeing significant bleeding, endoscopic treatment can be initiated immediately while in an ultrasound endoscope with oblique optics, assessment, especially in the esophagus, is limited. The customer clarified that it was not their belief that there was excessive gas insufflation or gas overflow but that it was a possibility. The customer noted that they use a c02 insufflator for eus examinations and know that it is not advisable to overinflate the lumen of the gastrointestinal tract during this examination; however, they sometimes unknowingly hold their finger on the gas/water valve and during a longer examination, the gastrointestinal tract may become excessively filled with gas. If the gas is not sucked out at the end of the procedure, which sometimes happens, the gas may remain in the gastrointestinal tract. The customer noted it was not possible to determine from the autopsy or the clinical course which of the two esophageal tears was the main source of the bleeding. Reportedly, the bleeding does not appear to be caused by the fine needle aspiration procedure although it cannot be stated with certainty that potential bleeding after the biopsy was not one of several sources of bleeding. The autopsy did not reveal bleeding into the pancreatic tumor after the biopsy but described a dark pink duodenal mucosa. Additionally, the duodenum was filled with blood clots, the initial section of the small intestine contained blood and clots, and most of the blood clots were in the stomach. According to the customer, it has not been determined if the mucosal tears were caused by abrasion from mechanical contact with the endoscope or by stretching and tearing of the mucosa. The customer confirmed that vital signs, including heart rate and blood pressure, were monitored during the procedure, which was done under intravenous anesthesia with an anesthesiology team, and as standard, for 2 hours after the procedure with anesthesia by nursing staff in the internal medicine ward; the patient was hemodynamically stable during this time.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that between approximately 12:15 p.m. And 12:45 p.m., a patient with a pancreatic tumor underwent a thick-needle biopsy of the pancreatic tumor under endoscopic ultrasound guidance (eus) under intravenous anesthesia. After the procedure, the patient was transferred to the internal medicine ward, where she was monitored for 2 hours after the procedure and remained hemodynamically stable. At approximately 3:00 p.m., the patient reported abdominal pain and nausea. At around 4:00 p.m., the patient vomited blood, and at 6:14 p.m., the patient died. The autopsy revealed two longitudinal tears of the mucosa, each 5 cm long, in the esophagus in the supra-cardia region and upper half of the stomach, with acute hemorrhages in the mucosa and submucosa, and the presence of 1100 ml of clots and liquid blood in the stomach and duodenum. Pancreatic cancer was confirmed by a biopsy of the pancreatic tumor under eus guidance and by postmortem examination. Additional information received from the customer indicated that the device was checked in accordance with the manufacturer's instructions prior to the procedure. There were no abnormalities observed during use of the device and during cleaning or preparation of the device. There was also no visible damage to the device. The cause of death was reported to be bleeding into the upper gastrointestinal tract, and the cause of the bleeding was tears to the esophageal mucosa. A day before the procedure, the patient had precut, sphincterotomy, and implantation of a partially coated self-expanding cook evolution 60 mm x 10 mm metal biliary stent. The customer further stated that it was suspected that the subject device caused or contributed to the adverse events described as the symptoms appeared several hours after the eus-guided pancreatic tumor biopsy. Damage to the esophagus may have occurred during insertion or removal of the endoscope from the gastrointestinal tract. It is also possible that spontaneous tearing of the mucosa occurred as a result of nausea, gagging, and vomiting. The customer noted that a pancreatic tumor biopsy was performed via the duodenum; the autopsy report did not describe any pancreatic fluid leakage or bleeding in the area of the biopsy site. Blood and blood clots were found in the stomach, blood clots in the duodenum, and blood and clots in the initial section of the small intestine. A non-olympus needle was used for the biopsy. Three biopsies were taken through the duodenal wall using the fan method and no damage to the needle was found during or after the procedure.

Event description:
Upon olympus' further follow up with the customer, additional information was received indicating that the reporting of a serious incident involving the use of the subject device more than a year after the event was due to the customer being unaware of the law and obligation to report it to the manufacturer. The customer stated that they learned about the need for such action by chance after talking to another doctor shortly before they reported the event. The customer further stated that it was not possible for the non-olympus needle to cause damage to the esophagus. The biopsy needle was inserted into the working channel when the operator was positioned at the lesion they wanted to puncture. The customer indicated they do not insert or remove the endoscope with the needle present in the working channel and that it was also the case in this event, as the pancreatic tumor biopsy was performed via transduodenal access. The customer continued to use the subject device in endoscopic procedures after the reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates added to the following fields: b5, d8, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Upon service history review, it was noted that on september 18, 2024, the device was returned to olympus for inspection, without reference to its involvement in a fatal case. The device was serviced and was returned to the customer. On august 11, 2025, the device was returned upon olympus' request after being notified that it had been involved in a patient death. No device defects were identified that could be linked to the cause of death. The device was found to be fully functional. All leak, electrical, and mechanical tests were within specification. The documented cause of death was massive internal bleeding due to mucosal tears. Investigation confirmed that the endoscope had no sharp edges or structural defects that could have caused such injuries. All functional tests confirmed the device operated within specification. Based on the results of the investigation, the complaint cannot be confirmed as the device met specifications. Olympus will continue to monitor field performance for this device.